Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 22, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3039, 2199, 4582, 2587, 10, 11, 3331, 213, 67). Component code: 3039 - cautery tip. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2587 - failure to cut. Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3:3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies observed. It was electrically tested and electrical resistances were found to be stable and within product specifications. A retention sample from the same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. As the event could not be replicated, a definitive root cause could not be determined. As the event occurred during vein harvesting, it's most likely that the below factors lead to the event: particle matters temporarily attached on the active electrode and interrupted the electrical circuit, causing the experienced event and when a small vessel and capillary were cauterized, they were not in contact with the ground electrode. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation, however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4); results: results pending completion of investigation; conclusions: conclusion not yet available.

Event description:
An initial report was received from FDA. An elderly male with coronary artery disease and atrial fibrillation, having a coronary artery bypass graft (x2), when the saphenous vein was being harvested with vsp, the cautery was not working even though it was connected properly. Connections were checked, representative was in the room. No consequences or impact to patient; the product was changed out; the surgery was completed successfully.